Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate the reported issue. The stm reported that during the time of device failure, device was set to ECG trigger then alternated back and forth to bp trigger. The stm tested the device and could not duplicate the issue. Tested and calibrated device per manufacture specs. Nothing unusual identified in the logs. The device is functional and it was returned to the customer and released for clinical service.

Event description:
It was reported that during use on a patient, the cardiosave intra- aortic balloon pump (iabp) stopped working after 5 minutes. There was no harm or injury to the patient and no adverse event was reported.